Event description:
"The port tubing detached from the band. The patient was having left lower quadrant abdominal pain and vomiting." Further investigation reveals, "the doctor amputated a centimeter of the port side of the tubing. He re-attached it with a surgical tie that fastened the tubing ends together. There was a tiny patch of parietal peritoneal irritation off the tip of the catheter in the pelvis, nicely explaining the patient's symptoms."

Manufacturer narrative:
Taper ii. The product associated with this report that was removed was a 1 cm piece of tubing. It will not be retuned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addressees the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."